Event description:
Toothbrush heads no longer stay on the toothbrush...disconnect during operation...toothbrush then becomes like a dagger without a head on it - oral-b [device breakage] oral-b replacement heads are loose on the toothbrush [device connection issue] product counterfeit - oral-b [product counterfeit] case narrative: consumer via chat stated that the oral-b toothbrush heads no longer stayed on the oral-b toothbrush, model 3756 (suspect product lot: ). Brand new oral-b replacement heads were loose on the toothbrush and disconnected during operation. The toothbrush then became like a dagger without a head on it. No injury was reported. 25-jan-2023 follow up via images: the concomitant product was oral-b power power oral care refills crossaction eb50. No injury was reported. 16-feb-2023 product investigation results: the suspect product was confirmed to be oral-b power power oral care refills crossaction eb50. The concomitant product was confirmed to be oral-b power rechargeable toothbrush handle 3756. The suspect product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
16-feb-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Toothbrush heads no longer stay on the toothbrush. Disconnect during operation. Toothbrush then becomes like a dagger without a head on it - oral-b device breakage oral-b replacement heads are loose on the toothbrush [device connection issue]. Case narrative: consumer via chat stated that the oral-b toothbrush heads no longer stayed on the oral-b toothbrush, model 3756. Brand new oral-b replacement heads were loose on the toothbrush and disconnected during operation. The toothbrush then became like a dagger without a head on it. No injury was reported. 25-jan-2023 follow up via images: the concomitant product was oral-b power power oral care refills crossaction eb50. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.